Event description:
This report is being filed after the subsequent review of the following journal article: high tibial osteotomy; donnelly, m., whelan, d., waddell, j. (2012). High tibial osteotomy, the role of osteotomy in the correction of congenital and acquired disorders of the skeleton, prof. James waddell (ed.), isn: 978-953-51-0495-7, intech. This report was a retrospective study of high tibial osteotomies. The article cited complications from an article (medinger 2011): 10 out of 186 knees that underwent high tibial medial opening wedge osteotomies (htmoto) using the synthes tomofix went on to a non-union. The risk factors for non-unions were identified as smoking, elevated body mass index and fracture of the lateral cortical hinge. This is report 1 of 1 for (B)(4) . This report is for an unknown tomofix plate system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. High tibial osteotomy; donnelly, m., whelan, d., waddell, j. (2012). High tibial osteotomy, the role of osteotomy in the correction of congenital and acquired disorders of the skeleton, prof. James waddell (ed.), isn: 978-953-51-0495-7, intech. This report was a retrospective study of high tibial osteotomies. This report is for an unknown tomofix system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.